Event description:
It was reported that before use, the cardiosave/cs300 intra-aortic balloon pump (iabp) unit had anbattery maintenance error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: national heart centre of singapore.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0003271 in your database.